Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving a hipstar stem and/or a trident shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had left hip revision due to periprosthetic fracture.

Event description:
It was reported that patient had left hip revision due to periprosthetic fracture.